Manufacturer narrative:
(B)(4). (B)(6). Zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k921182. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during internal inspection, it was found the inner sterile packaging of an augment had a hole in it. There was no patient involvement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Products have been returned to biomet (B)(4) ltd for evaluation and forwarded to the complaints and vigilance engineer for investigation. Summary of investigation: the returned device and packaging have been visually checked with the following observations found: pouch was torn to the exact width of the device. White discoloration from possible movement of the device in the pouch. Cardboard carrier had indentations and damaged edges, possible from transportation and handling being. No damage to the blister. Greyish marking visible in the pouch from possible movement of the device where the pouch has rubbed against the porous coating. The mhr related to the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. The device pouch was torn and misted when received from the hospital. The device expiry date is jul-2017. The device was conforming to the pre-defined drawing and packaging specification when manufactured in 2007. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.